Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose value was 30 mg/dl, 18 mg/dl and the current blood glucose level was 210 mg/dl. Customer was assisted with troubleshooting. Customer states insulin pump was not working. The customer was treated with honey and orange juice for low blood glucose level. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege insulin pump was over delivering. Customer states reservoir was showing less insulin than what was shown on the status screen. Customer was not alleging delivery of insulin without user input. Customer states the reservoir was not pressed or pushed or adjusted while connected. Customer states they did not wear insulin pump during a medical procedure or test around magnetic resonance field. The device will be returned for analysis.

Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08715 inches. No unexpected rattling noise noted.